Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Some induced damage to the lead was also observed at the suture sleeve tie down area. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Analysis was unable to confirm the dislodgement allegation, however possible improper insertion depth was noted on the terminal end of the lead which could cause or contribute to electrical issues.

Event description:
It was reported that this lead exhibited a micro-dislodgement thus causing the lead parameters to change according. During an attempt to reposition the lead, it was impossible to fix the lead as the helix would not extend properly. A competitor lead was implanted instead. The physician commented that the absence of the return of the fixation tool once the lead is fixed is a real handicap.